Event description:
Event description cpi received information that this bipolar endocardial tined lead (bt10), was removed from service due to a 'rate sensing issue'. An invasive procedure revealed an insulation break. Implant date-10/24/95. Removed from service-08/14/96. Implant months-9.7